Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with one ecr60w cartridge reload loaded in the device. The cartridge reload was received fully fired. In addition, a 12 mm xcel trocar was received separate. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device was received in the open position and the clamping mechanism worked without any difficulties noted. It should be noted that in order to open a device that has being partially fired or fully fired, a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device opened and closed without any difficulties noted.

Event description:
It was reported that during a laparoscopic low anterior resection (lar) procedure, the jaw did not open after the 1st firing. The tissue was pulled out from the jaw and the device was removed from the patient with a trocar which the device was inserted through. The deployed staples were b-formed shape. Reinforcement material was not used. Another device was used to complete the procedure. There were no adverse consequences for the patient.